Manufacturer narrative:
Initial 2 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set leakage issue event on (B)(6) 2026 and (B)(6) 2026. The leakage was at the site. The infusion set was in use less than twenty four hours. The patient replaced infusion set and resumed insulin deliveries successfully.